Event description:
Upon entering pt's room health professional found pt on the floor. All side rails were up. Pt may have climbed over the rails. A bedcheck system was in place, but did not alarm when pt left the bed. Xray revealed a fracture of the right hip. Subsequent to the event, staff was able to get bedcheck to alarm in the room.